Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was reported that the right ventricular (rv) lead dislodged and exhibited high thresholds. The lead was revised with the use of a temporary wire and remains in use. No further patient complications have been reported as a result of this event.